Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system is not getting started. Review of the system log file the fse confirmed that there was problem with the flex vision pc initializing the grabber card. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the reported issue, replaced flex vision pc . After replacement of the flexvision, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.